Event description:
It was reported by service report that the nurse call cable would not connect to the bed. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: the communication cable had to be replaced.